Event description:
At follow-up, the patient presented with dyspnea, orthopnea, and hypertension. Echocardiography revealed an obstruction of the mitral valve prosthetic. Streptokinase was administered and symptoms dissipated.

Manufacturer narrative:
The results of this investigation are inconclusive since the valve remains implanted. There was no evidence found to suggest there was an intrinsic defect in the valve, as supported by review of the valve's device history record. The cause of the thrombus remains unknown.